Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the programmer analyzer was open and on, the programmer application crashed and displayed a diagnostic message. No patient complications have been reported as a result of this event.